Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device has been received by baxter personnel and is currently awaiting evaluation. Once the device has been evaluated or if additional information becomes available, a follow up will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. Approximately 100 ml of solution was also noted in the housing due to the rupture. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was escalated to corrective and preventative action (CAPA). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.